Event description:
It was reported by service report that the com cord had bent and missing pins. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result : communication cord.